Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is for one (1) unknown screw/trauma, part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Complainant device is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: this pc is related to (B)(4) which reports about the event at the proximal position in the initial surgery. This pc reports about the nonunion after the surgery. It was reported that on an unknown date, the patient underwent the open reduction internal fixation surgery for the femoral shaft fracture with the nail in question. The surgery was completed successfully without any surgical delay. On an unknown date, the nonunion was confirmed. During the initial surgery, the proximal fixation of the nail was finished with only one screw, as the surgeon couldn¿t drill properly due to unknown reason. With only one screw in the proximal position, insufficient fixation seems to be the cause of the nonunion. On february 24, the patient will undergo the revision surgery removing the nail and replacing with another company's nail. No further information is available. This complaint involves 2 devices. This report is for 1 unk - screws: trauma. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: g1: manufacturer physical address updated. H3, h6: investigation summary: this pc reports about the nonunion after the surgery. It was reported that on an unknown date, the patient underwent the open reduction internal fixation surgery for the femoral shaft fracture with the nail in question. The surgery was completed successfully without any surgical delay. On an unknown date, the nonunion was confirmed. During the initial surgery, the proximal fixation of the nail was finished with only one screw, as the surgeon couldn¿t drill properly due to unknown reason. With only one screw in the proximal position, insufficient fixation seems to be the cause of the nonunion. On february 24, the patient will undergo the revision surgery removing the nail and replacing with another company's nail. No further information is available. The analysis results found that the implant is in a used condition, with some spots of discoloration, from the period of implantation and reprocessing. Furthermore, there are no visible damage that would have favored a nonunion. As there is no reported product problem, therefore no functional test or dimensional inspection is needed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as on what caused the nonunion. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. We are not able to confirm the nonunion as we haven¿t received any pictures or x-rays. The review of the production history revealed that this item was manufactured according to the specifications. No manufacturing related issues that would have contributed to this complaint condition were found. Moreover, a review of our complaints database shows, that there are no other complaints for this issue from this article and lot number. Unfortunately, we are not able to determine the exact reason for this occurrence, but we have to assume that insufficient fixation seems to be the cause of the nonunion, as this got reported from surgeon. Furthermore, as mentioned before the discoloration may have taken place from the period of implantation and reprocessing. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance device history lot: part: 04.005.530 lot: l794144 manufacturing site: mezzovico. Release to warehouse date: february 27, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.